Event description:
When I change out my sensor on my dexcom g6 there is a rash. Dexcom says they have not changed out anything. I again change out my sensor on friday may 29. And I can tell it will be the same because it itches. It has never happened before. It will be over a month before I am able to get another box of sensors. FDA safety report ID # (B)(4).